Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the screen is dimmer and has a pinkish tint to it; this has happened gradually. The contrast is set at 10. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings:the pump powered on and the display was found to be dim, faded, and discolored upon start up and difficult to read. The contrast setting was at the maximum setting of '10'. The display was replaced with a test display, and the contrast returned to normal. The keypad was found to be intact; no peeling or lifting was observed. Unrelated to the complaint, evaluation revealed that all keypad buttons are intermittently responsive. The up and contrast buttons are hard to press and require increased force to engage. There was evidence of keypad contamination found under all key contacts. During visual examination, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.